Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss of capture, loss of sensing, and high impedance. Repositioning did not resolve the problems, so the lead was explanted and replaced.